Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure, the physician attempted to implant the patient's lead. However, a loss of sensory and motor feedback occurred on the patient's left side. As such, the physician decided to abandon the procedure. It was reported the patient regained all sensory and motor function postoperative.